Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Phone no: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the device was not meshing nor the handle ratcheting. No harm or delay reported and the graft was able to be used. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit hinge was stiff and difficult to move due to side wall build up. The comb was bent out of shape and would not roll smoothly. Additionally, the bottom roller and left side plate were worn and there was no lubrication on handle.; however, the repair was not completed because the customer declined the repair. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.